Event description:
The pt experienced increased pain over the last 2.5 weeks. A pump alarm was heard. Telemetry on (B)(6) 2011 confirmed a critical alarm was occurring. The pump was in safe state. The logs also showed multiple "reset occurred-low battery" entries beginning on (B)(6) 2011 and a motor stall on (B)(6) 2011 at 07:10 with recovery on (B)(6) 2011 at 00:06. The pump was updated successfully. A single bolus was delivered and the daily dose was set back to the original dose. The alarm interval was set to the shortest interval. The device system was used to deliver hydromorphone. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Event description:
Additional information received indicated that the patient experienced withdrawal. A catheter dye study/myelogram was performed. The patient's pump was explanted and replaced in regards to a motor stall without recovery; and premature battery depletion. The patient did not require hospitalization, and was without injury.

Manufacturer narrative:
(B)(4).